Manufacturer narrative:
Corrected fields: h6- investigation conclusion.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light transmission is lost or too low. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a broken fiber optic cover. The issue occurred during an unspecified procedure. No patient harm reported.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a broken fiber optic cover. The issue occurred during an unspecified procedure. No patient harm reported.